Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the lcd board. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was 208 mg/dl. Customer stated that pump continually beeping since blank display appeared. Customer also stated that there is fluid in the pump. Customer stated that pump was exposed to sweat. The customer stated pump moisture exposure while sleeping. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.